Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for a day and no missing segments or display anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump was not working. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will be returned for analysis.